Event description:
It was reported that the patient had presented for a dual-chamber pacemaker implant procedure. During the procedure, it was noted that two right ventricular (rv) leads had exhibited high capture thresholds. During lead repositioning, it was found that both the rv leads helix had failed to extend. Both rv leads were not used. The physician elected to use a new rv lead to complete the procedure. The patient remained in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was extended and clogged with blood. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.